Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A previous review of the device history records for the (B)(4) lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported complaints against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-ray(s) were obtained and reviewed by engineering. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed adn the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf record received. In addition in what was previous alleged. Ppf alleged high metal ions.

Event description:
Patient was revised to address pain.